Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded 20 episodes of ventricular tachycardia in the vt-1 zone. The episodes appeared to be supraventricular tachycardia (svt) and the cardiologist had changed the patient's beta blocker since he was concerned that the svt may fall into therapy zone. Data analysis was performed, and boston scientific technical services indicated that the data showed that the episodes v-38 to v-46 were detected just within the vt-1 zone, which is programmed as a monitor only zone. There was a prominent far-field oversensing seen on the presenting egm. From the measurements, the physician can consider changing to a fixed value for example 65ms, this will prevent the far-field oversensing being seen and counted on the atrial channel. No adverse patient effects were reported. This device and right atrial lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded 20 episodes of ventricular tachycardia in the vt-1 zone. The episodes appeared to be supraventricular tachycardia (svt) and the cardiologist had changed the patient's beta blocker since he was concerned that the svt may fall into therapy zone. Data analysis was performed, and boston scientific technical services indicated that the data showed that the episodes v-38 to v-46 were detected just within the vt-1 zone, which is programmed as a monitor only zone. There was a prominent far-field oversensing seen on the presenting egm. From the measurements, the physician can consider changing to a fixed value for example 65ms, this will prevent the far-field oversensing being seen and counted on the atrial channel. No adverse patient effects were reported. This device and right atrial lead remain in-service.